Event description:
The customer reported that the handpiece overheated and was "smoking" at the beginning of the cataract procedure. The doctor stated that the smoking was reminiscent of water vapor. The doctor changed handpieces and the same incident occurred again, to a lesser degree. The surgery was completed; however, the patient experienced a medium corneal burn. The patient was a monophthalmic patient. She had a narrow anterior chamber and a hard +4 cataract. The incision size was 3 mm. The doctor used three sutures to seal the incision at the end of the procedure. The sutures are still in place and will not be removed for two months. The patient has a -4 d astigmatism. The prognosis is good. This incident occurred during the fourth procedure of the day. The previous and following procedures were uneventful. The same parameters were used for the surgeries.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the affiliate for sharing with the customer. This report mailed in to FDA on: 8/3/2007.